Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign manufacturer representative on 2020-aug-19 regarding a patient receiving baclofen (3000mcg/ml at 275.3mcg/day) via an implanted infusion pump. It was reported that the patient was seen on (B)(6) 2020 and a motor stall had occurred on (B)(6) 2020 at 22:14. The pump then restarted 8 minutes later. The stall happened for no reason, but when logs were examined it was noted that a motor stall had occurred on the exact same date a year earlier ((B)(6) 2019) at 9:39 with a recovery at 10:35. No patient symptoms were reported and no further complications were reported or anticipated. Additional information was received from a foreign healthcare provider (hcp) via a manufacturer representative. It was reported that there were no additional motor stalls and the patient experienced no symptoms. No diagnostics/troubleshooting were performed and no actions/interventions were taken to resolve the issue. The issue was resolved at the time of report. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. The patient's status at the time of report was alive - no injury.